Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, pericardial effusion was noted on computerized tomography(CT) scan and echocardiogram near the right ventricular (rv) lead tip. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.